Manufacturer narrative:
Section b5: the patient previously underwent pump exchange on (B)(6) 2017 due to pump thrombosis where (B)(4) was explanted and (B)(4) was implanted (reported under MFR # 2916596-2017-02780). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2019 the patient's occult blood test was positive with no change in anticoagulant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient began to note intermittent constipation, and began to take senna glycoside. His last bowel movement was 4 days prior to arrival at hospital of the (B)(6). Per the patient, the bowel movement was hard and dark in color, and he did not feel that he was able to completely empty his bowels. He denied bright red blood per rectum. The following day, he began to have increasing fatigue and lightheadedness, but notes no vad alarms (though states pulsatility indexes were in high 2's, when usually in the 3's). He presented to local emergency department on (B)(6) 2019 for evaluation. On arrival, his hemoglobin was 4.8 g/dl. Patient had been off platelet therapy secondary to prior gastrointestinal bleed. This admission positive occult. No changes to anticoagulant secondary to history of pump thrombosis. In hospital awaiting possible intervention. Chest x-ray was without acute pulmonary findings. He was transfused with two units of packed red blood cells, and transferred to hospital of the (B)(6) for further evaluation. On arrival, he is afebrile, mean arterial pressure 78, and oxygen saturation 98% on right atrium. His vad parameters at his baseline. He denied complaints of headache, dizziness, lightheadedness, chest pain, palpitations, shortness of breath, abdominal discomfort, change in bladder habits, or lower extremity edema. He continues to endorse fatigue and lightheadedness, and feels as if he needs to have a bowel movement but cannot go.